Event description:
The account alleged that they can set the brake on this bed and if bumped it will pop out of brake. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.